Event description:
The customer reported that the system locked up and would not x-ray during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call.